Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) is known for paroxysmal atrial fibrillation (af) and has received inappropriate therapy on very rapid af several times despite being on medication for treatment of the af. The patient underwent af removal and, unfortunately, the patient then had af again and received 10 inappropriate anti-tachycardia pacing (atp) and a shock. Technical services (ts) reviewed the device data and discussed the device provided therapy because the beats were considered uncorrelated by the device and programming options were recommended, as well as other medical options should be considered to control the af. The device remains in service. No additional adverse patient effects were reported.